Event description:
The manufacturer received voluntary medwatch (mw5105631) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging sneeze, cough, congestion, sinus infection while using this device and medical intervention is prescribed treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5105631) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer previously received information alleging sneeze, cough, congestion, sinus infection while using this device and medical intervention is prescribed treatment. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.